Event description:
It was reported that some of the foley catheters were flexible enough, but when they were stiff, patient got urinary tract infection and it did not work as well. Patient never knows if they would get a stiff one or not. It was unknown what medical intervention was provided for urinary tract infection. Per follow up via phone (B)(6) 2021, few months ago patient had experienced some stiffer catheters that seemed to irritate the patient and caused a urinary tract infection. Patient went to the doctor and was given an antibiotic for the urinary tract infection. Patient had no further issues with the catheters.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The potential root cause for this failure mode could be due to uneven or poor coating of catheter, incorrect catheter size, insufficient lubricant applied on catheter. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that some of the foley catheters were flexible enough, but when they were stiff, the patient got a urinary tract infection, and it did not work as well. The patient never knows if they would get a stiff one or not. It was unknown what medical intervention was provided for urinary tract infection.